Manufacturer narrative:
Problem code 1184 captures the reportable issue of reading inaccurate. Investigation results: a visual examination of the returned complaint device revealed that the device did not have any damages. The gauge needle was at 0 atm when received. Functional evaluation was performed, and the device was pressurized using 35 ml of sterile water until it reached to 10 atm for 30 seconds; there was no leak observed and the needle of the gauge was reading accurately as it reached to 10 atm without problem. The device was able to hold the pressure. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is no problem detected since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two alliance inflation syringe devices used during the same procedure. It was reported to boston scientific corporation that two alliance inflation syringe devices were used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, upon inflation, the gauge needle did not move. The same issue occurred with the second alliance inflation syringe device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on 15aug2019. The procedure was performed in the esophagus and occurred on (B)(6) 2019. The procedure was completed with another alliance inflation syringe device.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of two alliance inflation syringe devices used during the same procedure. It was reported to boston scientific corporation that two alliance inflation syringe devices were used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, upon inflation, the gauge needle did not move. The same issue occurred with the second alliance inflation syringe device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.